Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error and compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 212mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor also, unable to perform occlusion test and excessive no delivery test due to prime anomaly. No a33 alarm noted. The motor passed motor test. The insulin pump passed idle current test, run current test, self-test, off no power test, a21 error test, displacement test and rewind test. The insulin pump had severely scratched display window and cracked reservoir tube lip.